Event description:
Elderly male patient undergoing transcatheter aortic valve replacement (tavr) experienced the following event. When advancing the transcatheter heart valve through the edwards e-sheath the physician met resistance that, initially, felt consistent with the usual amount of force needed to split the e-sheath while advancing the valve delivery system. However, with continued advancement, the valve did not advance to the distal aspect of the sheath. The physician then experienced and increased pull on the wire and then sudden pulling of the distal end of the wire out of the left ventricle. It was then noted that the valve and delivery system had exited through the side of the e-sheath perforating the left iliac system and had tracked through the retroperitoneum. The patient experienced rapid drop in blood pressure requiring vasopressors, CPR and emergent vascular surgery.